Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is re-using sites. Tandem clinical support informed customer that reusing sites is off label per the userguide. There was no reported adverse impact to the customer's blood glucose level.